Manufacturer narrative:
Correction: section a4: patient's weight was corrected from 215 pounds to 195 pounds.

Event description:
It was reported patient underwent surgical intervention on (B)(6) 2024 during which the ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The event of a an ipg in service app was reported to abbott. The patient had back surgery and placed the device into surgery mode prior to the procedure. Afterwards he was unable to connect his patient controller (pc) to the ipg. The rep was unable to pair with their clinician programmer or pc. The device could not be recovered. Although replacement of the device is a consideration, the patient was still recovering from their most recent surgery and surgery had not been scheduled at the time. The plan was to have the patient imaged and then move forward with scheduling surgery. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patients ipg became inoperable following an unrelated surgery where the ipg was put into surgery mode. Surgical intervention may be taken at a later date to address the issue.